Event description:
The customer reported issues with the two heads of the insufflator cables for the bottles of the olympus column. Despite replacing the bottles with the block, the leak persisted and cracks were visible on the gaskets. The issue occurred during inspection for use involving an olympus high flow insufflation unit. The customer suspected that the cause of the leak was due to the gaskets. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.